Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that ra and rv pacing leads exhibited poorly trending impedance, high impedance, and poorly trending thresholds. The physician suspects that ra and rv leads are both fractured. The ra and rv leads were both capped and replaced.

Manufacturer narrative:
Concomitant medical products: product ID: addr01 ipg, implanted: (B)(6)2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads triggered alerts for low impedance. The leads remain in use but the plan is to replace them both at the next device change. No patient complications have been reported as a result of this event.